Event description:
It is reported that the ball bearings were found in the ultra sonic wash separated from the trial articular surface provisional shims.

Manufacturer narrative:
Other device used: catalog #unk, persona trial articular surface provisional shim, lot #unk - quantity 4. This report will be amended when our investigation is complete.